Manufacturer narrative:
Batch review performed on 08 sept 2025. Mectacer 01.29.204 mectacer head biolox delta dia.32 12/14-s (k112115) lot. 2435430: (B)(4) items manufactured and released on 07 jan 2025. Expiration date: 15-dec- 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2425456: (B)(4) items manufactured and released on 06-nov-2024. Expiration date:21-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
After 4 months from primary surgery, the patient came in due to pain associated with dislocation. The surgeon revised the cup, head, and liner. The surgery was completed successfully.